Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome, that the patient passed away. The cause of death was unknown and was not provided by customer. Whether the outcome was device or therapy related was not provided. It was unknown whether the pump would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2019. On (B)(6) 2021 the patient expired due to unspecified reasons. No alarms, clinical symptoms, or device related issues were reported in association with the event. Additional information regarding the event, including product return status, was requested from the account; however, no further information has been provided at this time. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.